Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a control panel failure. The arctic sun device says enter control, alt, delete. They had already turned device off and on. Advised this device would need to go to biomed. They have already put in a request for another device. Per follow up information received via task on 15dec2025, transferred to the biomed. Informed they did not have this device in their system, and it might go to another workshop for service. They were unsure which partner department might have this unit and could not provide further assistance. Per follow up information received via task on 15dec2025, spoke with biomed who confirmed device received and control panel was fault. They will be ordering and repairing onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ER getting a windows error. The arctic sun device says enter control, alt, delete. They had already turned device off and on. Advised this device would need to go to biomed. They have already put in a request for another device. Per follow up information received via task on 15dec2025, transferred to the biomed. Informed they did not have this device in their system, and it might go to another workshop for service. They were unsure which partner department might have this unit and could not provide further assistance. Per follow up information received via task on 15dec2025, spoke with biomed who confirmed device received and control panel was fault. They will be ordering and repairing onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ER getting a windows error. The arctic sun device says enter control, alt, delete. They had already turned device off and on. Advised this device would need to go to biomed. They have already put in a request for another device.